Manufacturer narrative:
(B)(6). The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported by the customer for this event, immediately after the start of a therapeutic laparoscopic oncology procedure, the device probe broke off. A new device was used to complete the procedure. An additional 45 minutes were required for completion. There was no harm or adverse impact to the patient. User understands the functionality of the intelligent tissue monitoring (itm) function, which is that itm is a support function and may not always detect that the tissue is cut. The itm was on off and this setting was not changed during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the tissue pad was abraded and partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The grasping section was closed without grasping any tissue (including a case after tissue resection). Under that condition, the device was activated in seal&cut mode. The tissue pad was abraded and partially peeled. 2. From the contents of etq, the peeled part of tissue pad then completely broke off and fell off due to load applied to it. 3. Meanwhile, the non-insulated area of grasping section was in a condition possibly to come in contact with the probe due to the abrasion of the tissue pad. 4. The device was then activated while the non-insulated area and the probe were in contact with each other. This caused an error and contact marks on the grasping section and the probe. 5. As the error could not be cleared, it was determined the device could not be activated any more. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor the performance of this device.